Event description:
It was reported in a form that there is a lead malfunction. The anomalous lead was not specified. "This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)". Reference report #mw5168094, #mw5168096.